Event description:
At the completion of a venofer infusion on a patient, the nurse noticed leakage of the infusion from the area surrounding the filter at the drip chamber. This fluid leaked onto the back of the IV pump.